Event description:
It was reported that patient underwent a procedure involving a curvtek cartridge on (B)(6), 2010. During the procedure, the surgeon depressed the trigger to deploy the cutter heads, but the cartridge fell apart. There was no delay in surgery or patient injury as a result. The procedure was completed using another cartridge.

Manufacturer narrative:
Please see attached FDA additional information request dated (B)(6), 2011, and the attached biomet response. This report filed (B)(4), 2011.

Event description:
It was reported that patient underwent a procedure involving a curvtek cartridge on (B)(6) 2010. During the procedure, the surgeon depressed the trigger to deploy the cutter heads, but the cartridge fell apart. There was no delay in surgery or patient injury as a result. The procedure was completed using another cartridge.

Manufacturer narrative:
Evaluation of the returned device confirmed the problem reported. (B)(4).